Event description:
The pt developed a herpes lesion on their glabella, which was a treatment site, three days after treatment with cosmoplast. The physician treated with oral famvir. Follow up finds: per physician's office, symptoms resolved within one week of treatment.